Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00020 on 11-feb-2025. Correction (11-feb-2025): the 'us state' in the initial report was inadvertently selected as '(B)(6)' in section e1 - initial reporter name and address. The correct 'us state' should have been '(B)(6)'. The section e1 has been updated to reflect the correct 'us state'.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The initial erroneous results were not reported to the physician(s). The samples were auto repeated on the original instrument. The auto repeat results recovered higher than the initial results and were also considered erroneous. For sample identifier (B)(6), the auto repeat result was reported to the physician(s). For sample identifier (B)(6), the auto repeat result was not reported to the physician(s). The samples were repeated on an alternate dimension exl 200 integrated chemistry system and then on the original instrument after the customer replaced the integrated multisensor technology (imt) sensor. The repeat results recovered higher than the erroneous results and were considered correct. The repeat results from an alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Calibration was acceptable and quality control (qc) was within range on the day of the event. The customer replaced the integrated multisensor technology (imt) sensor and ran a dilution check with new pour off, which passed. Then, the customer ran qc and patient samples, which recovered acceptably. Siemens reviewed the instrument data and determined that air and liquid values of standard a (std a) and standard b (std b) and dilution check correction factor were within the normal range and observed no major differences in sample aspiration, indicating no issues with sample integrity/low volume. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse lubricated the x-seal as the imt rotary valve sounded louder than normal, cleaned and styleted the rotary valve, inspected all the imt tubing, and observed no abnormalities. Next, the cse replaced the imt pump tubing, salt bridge cap as there was salt buildup on the vent, waste tubing vent filter, and sensor with a new lot. Then, the cse primed all fluids, adjusted the pump rate, verified the sample probe alignment, ran a condition and dilution check and corrected bias, and ran qc, which recovered acceptably. Siemens evaluated the event and determined that the flow issue through imt potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.